Event description:
Mechanical left ventricular outflow tract (lvot) obstruction. The paracorporeal ventricular assist device (pvad) (left) was twisted and propped in a position not standard for the device.